Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/08/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/08/2013 with the following findings: evaluation revealed that the keypad button cover was intact with no physical damage. The up arrow, down arrow, contrast and ok buttons responded appropriately. The keypad was removed and contamination was found under all buttons. During investigation, the display screen was found to be dim and discolored. A test display was used for investigation and was found to function appropriately. Unrelated to the display issue, evaluation revealed a cracked battery compartment. (B)(6).